Event description:
It was reported that prior to an unspecified procedure, device sterility was compromised. Upon unpacking the super sheath, the sterility of the device was compromised due to difficulties with opening the package. No further patient injuries or complications were reported. The procedure was completed successfully with this device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).